Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and associated fault, and caller did not note any events leading up to issue. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed, malfunction recurred, and technical support arranged replacement pump under warranty while customer used multiple daily injections as backup, confirmed shipping and return instructions, and advised customer to place old pump in storage mode, return it within required timeframe, and set up pump settings and continuous glucose monitor on replacement device.